Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the saturated flow has been completed. The pump was used past the indicated duration of use, however without the returned product the cause of the issue could not be determined. The cause of the issue was not determined since the product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the impella was showing signs of saturated flow, indicating the possibility of failure which could result in the pump stopping. The pump was replaced with a new impella cp. There was no patient harm reported.